Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose was 545 mg/dl. Elevated bg was address by a manual correction injection. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.